Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that could not return blade. During the endoscopic hepatectomy, after fired, found could not return the blade. Used manual override lever to open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.